Event description:
During index procedure, one resolute onyx stent was implanted in the lad. On the same date as the index procedure a stent edge dissection was caused by the guidewire (non-medtronic), it was treated with pci and the event was resolved on the same day.